Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) because the cuff did not properly coapt the urethra resulting in recurrent incontinence. The existing device was explanted and replaced with a new aus. No patient complications were reported.